Event description:
Pt injected with monovisc yesterday and complains of swelling, tightness, and stiffness above the knee injected. She reports no pain, itching, redness, or warmth in the area. Told her that she may be just experiencing some of the edema and swelling associated with the injection. Advised her she ca ice it or soak it to loosen up but eventually, knee should return to normal state. If it doesn't or if it gets worse, call md office. Is the product compounded: no. Is the product over-the-counter: no.